Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30042800l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, when the ablation was conducted from the secondary conduction path attached to the mitral valve annulus, the patient¿s blood pressure dropped to 40 mmhg. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed and 500 ml of fluid were drained from the pericardium. Blood pressure recovered, and patient¿s state of consciousness was unaffected. Patient was transferred to the intensive care unit (ICU) for observation purposes. It is unknown if extended hospitalization was required as a result of the adverse event. There¿s no information regarding patient outcome or the physician¿s causality opinion. There were no error messages reported on any biosense webster, inc. Equipment during the event. A non biosense webster, inc. Guiding sheath (unspecified) was used. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on october 1, 2018.the patient was an 85-year-old male patient. It is unknown if transseptal puncture was performed. There¿s no information regarding generator parameters, overall time for ablation and last ablation cycle time at the site of injury. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Therefore, populated patient age at the time of event, age unit and sex. Investigation summary: it was reported that an 85-year-old male patient underwent an ablation procedure with a thermocool smart touch sf bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, when the ablation was conducted from the secondary conduction path attached to the mitral valve annulus, the patient¿s blood pressure dropped to 40mmhg. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Perciardiocentesis was performed and 500ml of fluid were drained from the pericardium. Blood pressure recovered, and patient¿s state of consciousness was unaffected. Patient was transferred to the intensive care unit (ICU) for observation purposes. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).